Event description:
Additional information was received indicating diagnostic imaging was performed which confirmed lead dislodgment. The device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, undersensing was observed on the atrial lead. No intervention has been performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.

Event description:
Additional information was received indicating the lead was repositioned to resolve the event.